Manufacturer narrative:
Corron damage to the bearings was noted during device evaluation.

Event description:
It was reported that the the micro drill medium straight attachment got hot during a procedure and caused a blister on the patient's lip. The blister was treated with an unknown antibiotics. The procedure was completed with the same attachment but an alternate bur was used. No further information was provided.